Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt receptacle was pulled from case, breaking wire #1. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged and the patient was receiving a service code 204 (belt/monitor unusable).